Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-17821. It was reported that the patient presented in the emergency room with complaints of palpitations. The device was interrogated, and it was noted that there was over-sensed noise and inadequate capture on the right atrial lead. A chest x-ray was taken, and it was noted that the lead had a fracture. The physician also alleged clavicular crush damage and insulation damage on both the right atrial lead and right ventricular lead and explanted and replaced both leads. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 51.9 cm. Visual and x-ray examination found no anomalies aside from procedural damage. No conductor fractures or internal shorts were noted.